Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer received information alleging the humidifier doesn't warm up or barely warms up and tried setting up humidity level at 4 or 5, and now it's overheating. Patient is using a heated tubing as well. It is so hot that she cannot touch the water chamber because it is too hot. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.